Event description:
The customer reported while troubleshooting a single tube presentation that was not advancing, there was dried and wet reagent solution at the bottom of the analyzer and around the single tube presentation guide rail and gear involving the unicel dxh 800 coulter cellular analysis system. Approximately five milliliters of the clear blue fluid leaked outside the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer cleaned up the dried reagent using the laboratory protocol and discontinued using the instrument. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the single tube station did not move. The fse noted fluid leak was visible with crystalized debris on the bed of the unit, tubing, and on the single tube station. The fse inspected the instrument and discovered the cause of the fluid leak was a loose sample line from the bottom of the flowcell. The loose tubing was leaking slowly which, over time caused a buildup of dried diluent and cleaner on the single tube station drive shaft. The fse cleaned all tubing and surface areas affected by the fluid leak. The fse replaced the loose sample line and the entire single tube station. The fse recalibrated the single tube sensors and performed tube alignment and tube bottom procedures. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).